Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements in the 115 to 120 ohms range. Technical services (ts) was consulted and troubleshooting options as well as in office evaluation was recommended. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements in the 115 to 120 ohms range. Technical services (ts) was consulted and troubleshooting options as well as in office evaluation was recommended. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating that the physician opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that two segments of the lead were returned severed, likely incurred during the explant procedure. Visual examination of the lead noted calcification on the distal shocking coil and lead tip. Resistance testing of the returned portions confirmed that the conductor was electrically continuous. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead apart from the induced damage. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements in the 115 to 120 ohms range. Technical services (ts) was consulted and troubleshooting options as well as in office evaluation was recommended. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating that the physician opted to explant and replace this lead. No additional adverse patient effects were reported. This lead has been returned.